Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to non-electrical environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to non-electrical environmental stress cracking while in vivo. Concomitant medical products: product ID: 419688 lead ,implanted: (B)(6)2011, product ID: 694765 lead, implanted: (B)(6) 2011. The initial reported event of infection was received on 2018-04-23. Of note the serious injury is normally submitted via an alternative summary report that would have been due on 2018-07-30. Information was subsequently received on 2018-07-14 and revealed an out of specification analysis finding. As this new information does not qualify for summary reporting, this report is therefore being submitted as a 30-day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was removed due to infection. No further patient complications have been reported as a result of this event.